Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports that drive support cap is sticking out. Customer's blood glucose was 54 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window, and loose/flush drive support disk.